Manufacturer narrative:
Upon further evaluation, service found the objective lens was worn and deteriorated, causing a partial blurry image with a shadow but the image could still be visualized. The insertion tube, light guide tube, and a switch were deteriorated. The distal end was worn and the metal near the light guide lens was exposed. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that during maintenance of the subject device, the nozzle was observed to be clogged, and the image was blurry. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, service found white foreign material clogging the nozzle.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It was reported that the customer followed the reprocessing steps per the instructions for use. The customer inspected the scope's air feeding function and objective lens cleaning function prior to the procedure. The customer flushed water and air to the air/water channel by using the air/water channel cleaning adapter. Additionally, the customer performed the scope pre-cleaning immediately after the procedure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the foreign material clogged in the air/water nozzle was unable to be identified. Olympus will continue to monitor field performance for this device.